Event description:
It was reported by service report that the bed needs repairs. The brake pedal and jack were replaced. It is unk if there was pt involvement or if there are adverse consequences to report.